Event description:
The customer reported that the pump became hot to the touch while it was charging with tandem supplies. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump for insulin delivery.